Manufacturer narrative:
Date received by MFR: 07oct2019. Date of this report: 18oct2019. The field service engineer (fse) performed troubleshooting and confirmed the reported problem. The fse tried to calibrate but was unable to. The field service engineer then replaced the touchscreen to resolved the issue. Performed the repair to specified requirements, which the unit passed successfully. Unit was then return to service.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24july2019.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.